Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch rbbhje, and no non-conformances were identified. (B)(4). Investigation summary: visual analysis of the returned product revealed that one opened sample product code 8702 was received for evaluation. Upon visual inspection of the returned sample, the suture was received broken in two pieces and the ends were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Seven packets of product code 8702 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a carotid procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while pulling first stitch through. A new suture was used to complete the case with no adverse patient consequences. No additional information was provided.